Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform various troubleshooting steps, including disconnecting tubing and delivering boluses. Despite the alarms recurring, the final bolus was successfully completed, and the customer was advised to replace necessary supplies and continue insulin therapy.